Event description:
Patient had a recent history of a re-do aortic valve replacement and dissected aorta and was being treated with an intra-aortic balloon pump and a replacement heart. Blood was noted in the iabp tubing showing that the balloon had ruptured. Patient was taken to surgery to remove the device. According to the patient's doctor, the rupture of the balloon did not affect the patient's condition. The patient remains in very critical condition.